Event description:
It was reported that during a percutaneous intervention treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. This 6.0 x 40, 80 wanda balloon catheter was advanced and upon the 2nd inflation the balloon ruptured at 8atm (1st inflation: 8atm). The procedure was continued with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).